Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2011 patient presented with following pre-op diagnosis: status post lumbar fusion, l4, l5, s1; status post pedicle instrumentation. Spinal curve. Gait disturbance. Scoliosis. Osteoporosis. Lumbar radiculopathy. Lumbar myelopathy. Spinal stenosis, lumbar spine. Foraminal stenosis bilaterally, lumbar spine. Degenerative disk and joint disease, l2-l3, l3-l4. Procedures performed: intraoperative biplane fluoroscopy. Local harvesting cancellous autologous bone. Transpedicular neural decompression, l3, l4 right. Transforaminal posterior inter body fusion, left l2-l3, left l3-l4. Removal of pedicle segmental instrumentation, l4, l5,-s1 bilateral. Cage instrumentation, l2-l3, l3-l4. Intertransverse process posterior lateral fusion l2, l3, l4, l5 bilateral. Per-op notes: "...the disc space is filled with locally harvested cancellous bone and bone morphogenic protein, followed by a cage implant from a left sided approach filled with locally harvested cancellous bone only. Only bone graft bone morphogenic protein for an intertransverse process posterior lateral fusion was accomplished as well.."